Event description:
It was reported that when attempting to remove the wound drain placed during breast surgery, the drain broke. The surgeon was able to grab the indwelling portion and pull it out. No additional intervention was required. The reporter stated that the product could have been from any one of three suppliers since they were trialing all three at the time of the event. The reporter did remember it was a 10 french round drain that broke outside the body where the clear tube joins the white part. The sample was inadvertently discarded therefore, the exact brand name/product identification remains unknown.